Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, 9 days post procedure, the patient complained of pain at the peg site. The physician examined the patient and found that the internal bolster of the peg tube was embedded in the patient¿s stomach wall. It was reported that the patient had infection and abscess at the stoma site. The peg tube was removed. A second peg could not be placed due to infection at the site a ryle¿s tube was placed to help provide nutritional support to the patient. The patient's condition at the conclusion was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.